Manufacturer narrative:
One 2.9 osteoraptor anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of suture breakage. The co-braid suture has broken approximately mid-point of its length. The white suture is heavily frayed mid-point of its length but remains attached to the anchor by a few strands of suture fiber. Examination of the anchor confirmed there are no sharp edges that would have contributed to this damage. The condition of the sutures indicates they were abraded to the point of breakage. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of sharp instruments to manage the suture. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during use the suture broke during tightening. A backup device was used to complete the surgery. No significant delay or patient injury reported.